Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Cannot measure the helix length because the helix will not extend due to being over retracted. Blood in/on helix mechanism (sleeve head) and distal conductor (not obstructed). Full lead returned and analyzed.

Event description:
It was reported during an implant attempt of the right ventricular lead, the physician needed to reposition the lead in three different locations due to impedances ranging from 1800 to 2000 ohms. The lead was not implanted. No patient complications were reported as a result of this event.